Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high pacing impedance and noise over-sensing which resulted in inappropriate mode switch. The noise was able to be reproduced with isometrics. The ra lead was explanted and replaced. There were no patient consequences.